Manufacturer narrative:
(B)(4).

Event description:
Patient's physician reported that the patient passed away on (B)(6) 2017. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy.

Manufacturer narrative:
(B)(4). Additional information was received on the cause of death.

Event description:
The medical examiner's office reported that the patient expired due to undetermined natural causes. It is noted that patient had multiple back surgeries, diabetes and other medical conditions.